Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed the battery today and got an unexpected restart alarm. Customer did not realize that the alarm could be cleared and changed the battery 6 more times to make sure it did not lose her settings. The alarm recurred with each new battery. Customer was advised to monitor the pump and call if issues recur. Customer confirmed that she did have to reset the time and date. Customer had a bad battery alarm and an external ram error alarm in the alarm history. Customer performed a self test and the pump passed. Customer was advised that she may get a weak battery alert and it will have a limited life, but as long as the pump does not reject the battery, it will work. No additional information provided.